Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia authorized warehouse, reported that the companion hospital cart had an unknown issue with the cable.

Manufacturer narrative:
The hospital cart serial number on the label became faded over time. As a result, (B)(4) was used as the serial number for tracking purposes while it was in the field. When the hospital cart was returned to syncardia, the serial numbers of the internal circuit boards were cross-referenced with the device history record files and determine that the assigned hospital cart serial number is (B)(4). The customer-reported issue, the inability to remove the locking power cord from the cart, was confirmed. Visual inspection revealed that the release was broken and in such a state that it could not be removed properly. The root cause for the broken power cord cannot be conclusively determined, but based on the damage observed on the receptacle during the investigation, it was most likely caused by rough use or mishandling. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.